Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 17.4 ¿ 17.5 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.